Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen of an unknown concentration at a daily dose of 160 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall started on (B)(6) 2017 and had been ongoing. The patient experienced increased spasticity. The patient was seeing the surgeon on (B)(6) 2017. Surgery for replacement would be booked on (B)(6) 2017. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2017 (B)(6): lioresal with concentration 500 mcg/ml at a dose rate of 3.18 mcg/day (minimum rate).. Eval code - conclusion code ¿ 92 is being updated to 11 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the return paperwork for the pump. It was noted the pump was replaced on 2017 (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable infusion pump(B)(4) revealed residue in the motor gear train that contributed to the motor stall. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-nov-21 mpxr 477986 (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen of an unknown concentration at a daily dose of 160 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall started on (B)(6)2017 and had been ongoing. The patient experienced increased spasticity. The patient was seeing the surgeon on (B)(6)2017. Surgery for replacement would be booked on (B)(6)2017. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated. (B)(6)2018 rp (hcp) additional information was received from a healthcare provider (hcp) via the return paperwork for the pump. It was noted the pump was replaced on (B)(6)2017. No further complications were reported/anticipated or expected.